Event description:
The or scrub nurse was mixing a batch of bone cement. Following exposure to the cement vapors, the nurse experienced nausea and a headache. The nurse was treated in the emergency room for the symptoms. She was released back to work after treatment. There was no adverse consequence for the pt or delay in surgery or anesthesia time due to this event.

Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. Summary of evaluation: the results of the MFR's evaluation suggest that exposure to high concentrations of the liquid vapors may result in the condition observed. The MFR recommends that mixing be performed in a well ventilated area to avoid respiratory irritation and other discomfort. This information and other warnings are documented in the product literature, which is supplied with every packaged product.